Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-02184. Follow-up information provided the physician does not believe the stimulator was a direct contribution to the patient¿s transient ischemic attack.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02184. It was reported trial patient was admitted to the hospital with transient ischemic attack on (B)(6) 2018. As a result, the leads were explanted. The leads were pulled early. The patient is stable.